Event description:
It was reported that during a preventive maintenance, the field service engineer found the brick had low power. There was no patient involvement.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse replaced the high reflective mirror, oc mirror, damaged debris shield, and brick. The fse filled the reservoir with distilled water, purged air from the system, checked the far focus and performed alignment. The laser was then calibrated and passed full functional and electrical safety testing. It is likely that the identified damaged high reflective mirror, oc mirror, debris shield and brick could have affected the device performance leading to the reported clinical observation. Based on the information available, and analysis results, the clinical observation was confirmed, therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a preventive maintenance, the field service engineer found the brick had low power. There was no patient involvement.